Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a code was seen upon interrogation indicating battery depletion. Boston scientific technical services (ts) was consulted and discussed that further review would be needed to determine if it was a true battery depletion concern or an erroneous result. It was noted that the patient had surgery earlier in the year and the subcutaneous implantable cardioverter defibrillator (s-ICD) had not been interrogated since. A download of the device data was reviewed by engineering and determined that the battery depletion code was unintended and that the recent charge time was normal. The s-ICD remains in service and no adverse patient effects were reported.